Event description:
Device analysis completed and will be updated in h 10.

Manufacturer narrative:
Investigation results completed on a smith medical fluid warming/level 1 hotline low flow completed. Complaint of water leaks and cracked enclosure was confirmed. On visual inspection of device, corrosion was noted on the elbow fitting with a crack on the inside and outside of the enclosure. The device was repaired by replacing case enclosure and replacing elbow fitting. Device problem is believe to be related to manufacturing. Device repaired and passed all delivery testing.

Event description:
Information was received that a smiths medical level 1 hotline fluid warmer "leaks water, cracked enclosure". No adverse effects were reported.